Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and stuck button alarm. The customer stated that they did not press a button for 3 minutes or longer. The customer stated that insulin pump started alarming she says and display was off. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display noted during testing. No button error alarm noted upon testing. Device received with cracked case (battery tube), cracked battery tube threads, corroded electronic assemblies, pillowing keypad overlay and minor scratches on case.